Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced a leaking issue event on (B)(6) 2026. The infusion set tubing was leaking at the insertion site in the abdomen. The infusion sets had been in use for two to three days. The issue occurred with multiple infusion sets. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.